Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "implant exchange from textured to smooth due to the concerns of the product" and "possible implant rupture". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening sharp assessed, as unidentified (tear) opening (shell thickness was within specification). Anxiety-product/procedure: unable to confirm, as it is a medical event. Not related to the device. Double capsule: unable to confirm, as it is a medical event. Not related to the device. Silicone migration: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease flat observed, in the device. Calcification white observed, in the surface of the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional, later confirmed, rupture.